Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported device deformation was confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is likely the device interacted with the tortuous anatomy leading to a failure to cross. Further interaction with the anatomy or the previously deployed stent likely resulted in the reported stent damage and difficult to remove. The investigation determined the reported failure to advance, material deformation and difficult to remove appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the mildly tortuous, moderately calcified, 90% stenosed distal right coronary artery. A 3.5x48mm xience xpedition stent delivery system (sds) did not cross the target lesion due to the anatomy. There was no issue while the sds was being passed through an implanted stent (from prior procedure) in the right coronary artery. A proximal portion of the stent struts were observed to be flared and the stent shrunk [shortened]. Resistance was felt during removal with the sds; however, it is unknown with what. The procedure was discontinued without treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.